Event description:
I am reporting a delayed inflammatory reaction to the administration of sculptra and restylane done on (B)(6) 2026 at the office of dr. (B)(6). Pre-existing baseline: I have zero history of rosacea, perioral dermatitis or environmental skin allergies. Areas treated to my knowledge: temples, cheeks, jaw, around the mouth, neck and nasolabial folds. 1 day onset: started with severe pain in both of the ears, was told it was inflammation related and it was suggested I had two ears infections 3 week onset: I seemed to be fine, even went to my follow up visit, then suddenly a reaction started to flare. Regional spread: it seemed to start around injection sites on jaw, then spread to chin, nose and surrounding tissue. Provider claims a product link was impossible because it spread to u touched areas and suggested perhaps it was a rash or a sinus infection and dual ear infections- all ruled out. The injector ignored my suggestion of documented regional inflammatory spread. Treatment failure: tacrolimus, doxycycline, metro gel, clindamycin, hydrocortisone and prednisone all failed for the most part, with little to no clinical improvement. Rash presentation: confluent erythematous papules, edema and pustules. Conflict: office appears to be withholding lot numbers used and asking only for medical records and additional photos. I have not heard from the office manager, nor dr. (B)(6), only the pa via text message. Patient: 1930, 4812, 2033, 4542, 4577, 2035. Device: 2682, 3023. Ref mw5187150.